Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to customer's blood glucose level. Reportedly, the customer did not have backup therapy and would be contacting a healthcare provider to obtain alternate insulin therapy.